Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) yielded a high concern bacterium (psuedomonas moorei and pseudomonas sp). After sampling performed on (B)(6) 2018. The sampling performed on 27oct2018 yielded a total of 4 cfus comprised of the following 7 isolates: positive cocci - dermacoccus nishinomiyaensis. Positive cocci - janibacter indicus. Negative rods - paenibacillus species. Negative rods - paenibacillus species. Negative rods - pseudomonas moorei. Negative rods - pseudomonas species. Negative rods - pseudomonas species.